Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 364 mg/dl that remained elevated for several hours, shortly after performing a routine supply change, with no device alerts or visible infusion set issues reported. Customer care provided support that included a review of device data and user-reported information with telephone follow-up. Investigation of this case revealed no device malfunction, occlusion, or alert conditions and a resolution without further intervention. No symptoms associated with elevated blood glucose reported. Outcomes included the user returning to target range per device data review without medical intervention. It was concluded that the cause of the hyperglycemia was unclear and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.